Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and IV, anxiety-product/procedure.

Event description:
Patient reported unknown side "capsular contracture baker grade iii and IV, and concerned of developing bia-alcl." Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
It has been identified that this record, mrn: 9617229-2024-03685, is a duplicate of mrn: 9617229-2024-1117. Please see mrn: 9617229-2024-1117 for reportable events.